Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings on radius assessed as fold flaw opening. Additional observations: wear abrasion, stress marks and crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported rupture. The device has been explanted. This record is for left side.

Event description:
Patient reported rupture. The device has been explanted. This record is for left side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.